Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was extra plastic around the catheter. The complainant reported that using the catheter caused the patient to itch. The catheter was reportedly replaced.

Event description:
It was reported that there was extra plastic around the catheter. The complainant reported that using the catheter caused the patient to itch. The catheter was reportedly replaced.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 5 unopened bardex all-silicone foley catheters for evaluation. During the visual inspection, a burr was noted at the catheter tip of the 5 samples returned. No other defects were observed. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.